Event description:
It was reported that hair-like foreign matter was identified within the sealed packaging of an appel-berci cystic duct introducer set. It was then decided that the device would not be used. No harm has currently been reported. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event: event date was reported to be "last week". E3: occupation: materials specialist. G4: PMA/510(k) #: exempt. H3: device evaluated by mfg?: it is unknown if the complaint device will be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluation anticipated, but not yet begun. Correction: h6 (annex f). Additional information: b3 - date of event, b5, d4: lot number, d4: UDI, d4: expiration date, d9 (device available for evaluation), e4. H4 (device manufacture date); h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 09apr2026. The contaminated device did not reach the patient. In regard to how the procedure was completed; there was no delay or harm. The customer had more on hand to use. They just couldn't use the contaminated one.